Event description:
A patient was implanted with a secure c device. Patient continued to have recurring pain after initial surgery. The surgeon decided to remove the secure c device and fuse the patient. It was reported the surgeon did not believe the implant failed in any respect, as bone was growing through the superior endplate keels. The removal surgery took place on (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as the implant part and lot number were not provided. Additional information and return of implant has been requested. Once returned, the results of the investigation will be provided in a supplemental report.